Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, weight increased and back pain outcome was unknown. The reporter considered back pain, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed that the essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 35-year-old female patient who had essure (batch no. 846836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes mellitus, gravida and missed abortion (1996, 2010). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included fungal foot infection (right), upper respiratory infection, cough, earache, fever, pharyngitis, vomiting, dysfunctional uterine bleeding, uterine bleeding, uterine dilation and curettage, endometrial ablation, weight loss, acute sinusitis, overweight, burning in eyes, itchy eyes, postnasal drip, eyes red, sneezing, watering eyes, conjunctivitis chronic, bloating, eructation, flatulence, heartburn, nausea, abnormal faeces, epigastric pain, blood in stool, constipation, diaphoresis, dysuria, hematuria, palpitations, shortness of breath, sore throat, vaginal discharge, vomiting blood and cholelithiasis. Concomitant products included dexlansoprazole (dexilant), hydrocodone bitartrate;paracetamol (vicodin), hydroxychloroquine, ketorolac tromethamine (toradol), lidocaine, paracetamol (acetaminophen), phentermine hydrochloride (phentermine hcl) and sucralfate (carafate). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems(condition: depression)"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 13 days after insertion of essure. On an unknown date, the patient was found to have weight decreased ("weight loss"). The patient was treated with surgery (ablation;dilatation and curettage and hysterectomy with bilateral salpingectomy, surgery (other) type of surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving, the menorrhagia and vaginal haemorrhage had resolved and the depression, anxiety, dysmenorrhoea, migraine, headache, nausea, fatigue, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Right side: 3 and left side: 3 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2014: specimen submitted: endometrial curettage. Gross description: received in formalin labeled, and "endometrial curettings" are multiple red-brown soft friable tissue fragments that are 1.5 x 1 x 0.4 cm in aggregate; on (B)(6) 2015: cervix; chronic cervicitis. Myometrium; adenomyosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, fatigue, headache, abdominal pain and nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Events added from pfs- weight loss. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 35-year-old female patient who had essure (batch no. 846836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes mellitus, gravida and missed abortion (1996, 2010). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included fungal foot infection (right), upper respiratory infection, cough, earache, fever, pharyngitis, vomiting, dysfunctional uterine bleeding, uterine bleeding, uterine dilation and curettage, endometrial ablation, weight loss, acute sinusitis, overweight, burning in eyes, itchy eyes, postnasal drip, eyes red, sneezing, watering eyes, conjunctivitis chronic, bloating, eructation, flatulence, heartburn, nausea, abnormal faeces, epigastric pain, blood in stool, constipation, diaphoresis, dysuria, hematuria, palpitations, shortness of breath, sore throat, vaginal discharge, vomiting blood and cholelithiasis. Concomitant products included dexlansoprazole (dexilant), hydrocodone bitartrate;paracetamol (vicodin), hydroxychloroquine, ketorolac tromethamine (toradol), lidocaine, paracetamol (acetaminophen), phentermine hydrochloride (phentermine hcl) and sucralfate (carafate). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems(condition: depression)"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 13 days after insertion of essure. The patient was treated with surgery (ablation;dilatation and curettage and hysterectomy with bilateral salpingectomy, surgery (other) type of surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving, the menorrhagia, depression, anxiety, dysmenorrhoea, migraine, headache, nausea, fatigue and weight increased outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Right side: 3 and left side: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2014: specimen submitted: endometrial curettage. Gross description: received in formalin labeled, and "endometrial curettings" are multiple red-brown soft friable tissue fragments that are 1.5 x 1 x 0.4 cm in aggregate; on (B)(6) 2015: cervix; chronic cervicitis. Myometrium; adenomyosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, fatigue, headache, abdominal pain and nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs received: outcome of previously reported event abnormal vaginal bleeding was reported as recovered. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 35-year-old female patient who had essure (batch no. 846836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes mellitus, gravida and missed abortion (1996, 2010). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included fungal foot infection (right), upper respiratory infection, cough, earache, fever, pharyngitis, vomiting, dysfunctional uterine bleeding, uterine bleeding, uterine dilation and curettage, endometrial ablation, weight loss, acute sinusitis, overweight, burning in eyes, itchy eyes, postnasal drip, eyes red, sneezing, watering eyes, conjunctivitis chronic, bloating, eructation, flatulence, heartburn, nausea, abnormal faeces, epigastric pain, blood in stool, constipation, diaphoresis, dysuria, hematuria, palpitations, shortness of breath, sore throat, vaginal discharge, vomiting blood and cholelithiasis. Concomitant products included dexlansoprazole (dexilant), hydrocodone bitartrate;paracetamol (vicodin), hydroxychloroquine, ketorolac tromethamine (toradol), lidocaine, paracetamol (acetaminophen), phentermine hydrochloride (phentermine hcl) and sucralfate (carafate). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems(condition: depression)"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 13 days after insertion of essure. On an unknown date, the patient was found to have weight decreased ("weight loss"). The patient was treated with surgery (ablation;dilatation and curettage and hysterectomy with bilateral salpingectomy, surgery (other) type of surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving, the heavy menstrual bleeding and vaginal haemorrhage had resolved and the depression, anxiety, dysmenorrhoea, migraine, headache, nausea, fatigue, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Right side: 3 and left side: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2014: specimen submitted: endometrial curettage. Gross description: received in formalin labeled, and "endometrial curettings" are multiple red-brown soft friable tissue fragments that are 1.5 x 1 x 0.4 cm in aggregate; on (B)(6) 2015: cervix; chronic cervicitis. Myometrium; adenomyosis.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, fatigue, headache, abdominal pain and nausea. Lot number: 846836, manufacturing date: 2011-04, expiration date: 2014-04 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 35-year-old female patient who had essure (batch no. 846836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes mellitus, gravida and missed abortion (1996, 2010). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included fungal foot infection (right), upper respiratory infection, cough, earache, fever, pharyngitis, vomiting, dysfunctional uterine bleeding, uterine bleeding, uterine dilation and curettage, endometrial ablation, weight loss, acute sinusitis, overweight, burning in eyes, itchy eyes, postnasal drip, eyes red, sneezing, watering eyes, conjunctivitis chronic, bloating, eructation, flatulence, heartburn, nausea, abnormal faeces, epigastric pain, blood in stool, constipation, diaphoresis, dysuria, hematuria, palpitations, shortness of breath, sore throat, vaginal discharge, vomiting blood and cholelithiasis. Concomitant products included dexlansoprazole (dexilant), hydrocodone bitartrate;paracetamol (vicodin), hydroxychloroquine, ketorolac tromethamine (toradol), lidocaine, paracetamol (acetaminophen), phentermine hydrochloride (phentermine hcl) and sucralfate (carafate). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems(condition: depression)"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 13 days after insertion of essure. On an unknown date, the patient was found to have weight decreased ("weight loss"). The patient was treated with surgery (ablation;dilatation and curettage and hysterectomy with bilateral salpingectomy, surgery (other) type of surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving, the heavy menstrual bleeding and vaginal haemorrhage had resolved and the depression, anxiety, dysmenorrhoea, migraine, headache, nausea, fatigue, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Right side: 3 and left side: 3 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2014: specimen submitted: endometrial curettage. Gross description: received in formalin labeled, and "endometrial curettings" are multiple red-brown soft friable tissue fragments that are 1.5 x 1 x 0.4 cm in aggregate; on (B)(6) 2015: cervix; chronic cervicitis. Myometrium; adenomyosis.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, fatigue, headache, abdominal pain and nausea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: reporter was added, no new clinically significant information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 35-year-old female patient who had essure (batch no. 846836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes mellitus, vaginal delivery and missed abortion (1996, 2010). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included fungal foot infection (right), upper respiratory infection, cough, earache, fever, pharyngitis, vomiting, dysfunctional uterine bleeding, uterine bleeding, uterine dilation and curettage, endometrial ablation, weight loss, acute sinusitis, overweight, burning in eyes, itchy eyes, postnasal drip, eyes red, sneezing, watering eyes, conjunctivitis chronic, bloating, eructation, flatulence, heartburn, nausea, abnormal faeces, epigastric pain, blood in stool, constipation, diaphoresis, dysuria, hematuria, palpitations, shortness of breath, sore throat, vaginal discharge, vomiting blood and cholelithiasis. Concomitant products included dexlansoprazole (dexilant), hydrocodone bitartrate;paracetamol (vicodin), hydroxychloroquine, ketorolac tromethamine (toradol), lidocaine, paracetamol (acetaminophen), phentermine hydrochloride (phentermine hcl) and sucralfate (carafate). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems(condition: depression)"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 13 days after insertion of essure. The patient was treated with hydroxychloroquine and surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain and back pain was resolving and the menorrhagia, depression, anxiety, dysmenorrhoea, migraine, headache, nausea, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 157 lbs. Right side: 3. Left side: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2014: specimen submitted: endometrial curettage. Gross description: received in formalin labeled, and "endometrial curettings" are multiple red-brown soft friable tissue fragments that are 1.5 x 1 x 0.4 cm in aggregate; on (B)(6) 2015: final diagnosis: uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix; chronic cervicitis. Endometrium; secretory phase endometrium. Myometrium; adenomyosis. Serosa; no pathologic diagnosis. Fallopian tubes; benign para tubal cysts, endosalpingiosis, and prosthetic contraceptive device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, fatigue, headache, abdominal pain, nausea. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs & medical record received: lot no added. New events - abnormal bleeding (vaginal) psychological or psychiatric problems (condition: depression and mental anguish), migraines /headaches, nausea, dysmenorrhea (cramping), fatigue and weight gain, abdominal pain were added. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug,concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 35-year-old female patient who had essure (batch no. 846836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes mellitus, gravida and missed abortion (1996, 2010). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included fungal foot infection (right), upper respiratory infection, cough, earache, fever, pharyngitis, vomiting, dysfunctional uterine bleeding, uterine bleeding, uterine dilation and curettage, endometrial ablation, weight loss, acute sinusitis, overweight, burning in eyes, itchy eyes, postnasal drip, eyes red, sneezing, watering eyes, conjunctivitis chronic, bloating, eructation, flatulence, heartburn, nausea, abnormal faeces, epigastric pain, blood in stool, constipation, diaphoresis, dysuria, hematuria, palpitations, shortness of breath, sore throat, vaginal discharge, vomiting blood and cholelithiasis. Concomitant products included dexlansoprazole (dexilant), hydrocodone bitartrate;paracetamol (vicodin), hydroxychloroquine, ketorolac tromethamine (toradol), lidocaine, paracetamol (acetaminophen), phentermine hydrochloride (phentermine hcl) and sucralfate (carafate). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems(condition: depression)"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 13 days after insertion of essure. The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain and back pain was resolving and the menorrhagia, depression, anxiety, dysmenorrhoea, migraine, headache, nausea, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 157 lbs. Right side: 3. Left side: 3 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2014: specimen submitted: endometrial curettage. Gross description: received in formalin labeled, and "endometrial curettings" are multiple red-brown soft friable tissue fragments that are 1.5 x 1 x 0.4 cm in aggregate; on (B)(6) 2015: final diagnosis: uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix; chronic cervicitis. Endometrium; secretory phase endometrium. Myometrium; adenomyosis. Serosa; no pathologic diagnosis. Fallopian tubes; benign para tubal cysts, endosalpingiosis, and prosthetic contraceptive device.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, fatigue, headache, abdominal pain, nausea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-may-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.